Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Attempts were made to replicate the user complaint the sensor using the an a5x device with freestyle librelink special edition app was successful. Issues with the app were not identified. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding missing the glucose alarm alert while wearing the adc device using freestyle librelink. As a result, on 17 jul 2022, the customer experienced a stomach ache and made hcp contact. The customer was provided "coke" and "sugar tea" by a healthcare professional for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.